Manufacturer narrative:
The investigation determined that higher than expected vitros ipth patient results were obtained from vitros ipth reagent lot 1680 and reagent lot 1750 compared to repeat results obtained from an alternate reagent lot, after recalibration of the same reagent lot or from a non-vitros method. In addition, lower than expected vitros ipth results were obtained from two different levels of non-vitros mas thermofisher lot oim2411 controls using reagent lot 1750 when compared to the customer¿s established baseline means. All lower and higher than expected vitros ipth results were obtained on a vitros xt7600 integrated system. A definitive assignable cause for the lower and higher than expected vitros ipth reagent lot 1680 and 1750 results could not be determined with the information provided. A vitros ipth reagent lot 1680 performance issue did not likely contribute to the event as historical quality control results were acceptable. A vitros ipth reagent lot 1750 performance issue cannot be completely ruled out as contributing to the event as historical quality control results were unacceptable. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth reagent lots 1680 or 1750. Pre-analytical sample storage and/or transport cannot be ruled out as contributing to the event. Some samples were left at room temperature longer than is recommended by the vitros ipth instructions for use. It is possible the lower results obtained from the retest events were due to fragmentation of the ipth in the samples, however, this could not be confirmed with the information provided. An instrument related performance issue did not likely contribute to the event, however, as the diagnostic precision testing was not performed until a month after the initial event occurred, an instrument related issue cannot be completely ruled out as contributing to the events.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros ipth patient results were obtained from vitros ipth reagent lot 1680 and reagent lot 1750 compared to repeat results obtained from an alternate reagent lot, after recalibration of the same reagent lot or from a non-vitros method. In addition, lower than expected vitros ipth results were obtained from two different levels of non-vitros mas thermofisher lot oim2411 controls using reagent lot 1750 when compared to the customer¿s established baseline means. All lower and higher than expected vitros ipth results were obtained on a vitros xt7600 integrated system. Vitros ipth reagent lot 1680: patient sample 6 result of 202.6 pg/ml vs. The reagent lot 1750 result of 114.3 pg/ml. Vitros ipth reagent lot 1750: patient sample 1 result of 34.2 pg/ml vs. The post calibration result of 19.0 pg/ml. Patient sample 2 result of 94.9 pg/ml vs. The post calibration result of 66.8 pg/ml. Patient sample 4 result of 75.3 pg/ml vs. The post calibration result of 51.7 pg/ml. Patient sample 7 result of 95.5 pg/ml vs. The non-vitros roche result of 54.0 pg/ml. Mas lot 2411 level 1 result of 12.5 pg/ml vs. The expected result of 19.4 pg/ml. Mas lot 2411 level 3 result of 732.5 pg/ml vs. The expected result of 1169 pg/ml. The higher than expected vitros ipth results obtained from patient samples 1,2,4 and 7 were reported outside of the laboratory, however, corrected reports were issued and there was no reported allegation of harm. It is unknown if the higher than expected vitros ipth result obtained from sample 6 generated from reagent lot 1680 was reported from the laboratory. The lower than expected vitros ipth results obtained from non-patient quality control samples and there was no reported allegation of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4), and reportability assessment (B)(4).